Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for pre-dilation; however, the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting 2mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilation; however, the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.